Manufacturer narrative:
.

Event description:
The hcp reported, a problem with impedances. Impedances were >2000 ohms on all or some of the unipolar pairs. All combinations with electrode #3 were >2000 ohms, other combinations were within normal range, indicating an open circuit. The MFR recommended programming around the electrode if it was not needed for programming.